Event description:
It was reported that the external pulse generator (epg) would not turn on even with new batteries being used. The epg has been returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) did not turn on even with new batteries being used. The red battery wire was loose from battery connector. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.